Manufacturer narrative:
An event regarding audible noise involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: on (B)(6) 2018 a note states, ¿seen (B)(6) 2018 and diagnosed with unstable right tkr ¿ reports ascending and descending stairs virtually impossible ¿ reports clicking sound and sensation with weight bearing. Physical examination: 0° to 120° with jog of laxity in full extension and 90° ¿ ap drawer test negative. Plan: bledsoe brace, strengthening exercises, return in two months.¿ no documented follow-up subsequent to this visit is available. X-ray printouts include multiple views of the right knee, all undated, demonstrating a right posterior stabilized total knee arthroplasty, uncemented, with four screws in the tibial baseplate. The knee is reduced and the components are in nominal position. There is no evidence of loosening or pathology noted. The event description states, ¿¿ she reports having clicks while walking and has ¿ weakness, swelling, and buckling wearing a knee brace for support and can no longer hear the clicking. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it is also noted that the patient inquired if the product was part of the recall. A letter from stryker orthopedics dated october 29, 2018 states, ¿none of these products have been involved in a recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported through mw5078695: "patient reports she was unable to get up from her bed one morning due to severe pain in her knee. She reports hearing clicks while walking and has experienced weakness, swelling and buckling. Her orthopedic surgeon saw "something sticking out of her bone" and mentioned that "something pulls away" when she moves her knee. Patient is worried her implant may have been recalled. The patient is wearing a knee brace for support and can no longer hear the clicking noise; however, her other symptoms persist." Updated as per medical review. On (B)(6) 2018 a note states, ¿seen (B)(6) 2018 and diagnosed with unstable right tkr ¿ reports ascending and descending stairs virtually impossible ¿ reports clicking sound and sensation with weight bearing. Physical examination: 0° to 120° with jog of laxity in full extension and 90° ¿ ap drawer test negative. Plan: bledsoe brace, strengthening exercises, return in two months.¿